Event description:
Procedure type: unk. According to the reporter: the pediport broke and the tip landed inside the patient. No patient injury was reported. No additional information was available at this time.

Manufacturer narrative:
(B) (4)